Event description:
It was reported that the tips of the pk dissecting forceps instrument are not lining up. No additional info provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found a .110 inch offset at the instrument tips. The bent grip has a separation of the yaw pulley and conductor cap at the glue joint with the yaw pulley cracked at the base of the bent grip. Engineering concluded the damage was likely caused by overloading at the tip. Engineering also observed the distal end of the main tube has a 1 inch long section with light material removed on one side of the tube. The damaged area is parallel to the tube axis with a wear patter consistent with cannula related tube abrasions. A deep scratch below the scraped section was likely caused by an instrument collision. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequence. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is rec'd.